Event description:
During a left ventricular (lv) lead revision procedure the right atrial (ra) lead displayed high thresholds in bipolar and unipolar configurations. There was normal sensing and impedance with the ra lead. The physician elected to replace the ra lead. While accessing the thoracic cavity the patient's heart rate dropped to 55 beats per minute to the escape rate. After investigation the right ventricular (rv) lead was found to have high impedance. A lead fracture was suspected. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).